Event description:
Patient was implanted with a lcp proximal tibia plate and screws. The plate broke down the middle due to the patient walking on it. It is unknown if the plate broke at the screw hole junction. It was noted that all screws were intact. The patient was revised with a tibia nail and screws on (B)(6) 2013. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. A review of the device history record revealed no complaint related anomalies. Product met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.